Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. A1-a6: patient information has not been provided by the user.

Event description:
The japan customer reported 2 slides were not stained due to air bubbles in the syringe. The field service engineer (fse) serviced the instrument and found air bubbles in the syringe and stopcock. The fse replaced the syringe and stopcock which resolved this malfunction. The fse educated the customer to prime the instrument 3 times to ensure air was out of the system. The customer was able to complete staining by repeating the slides. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.